Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Upon visual inspection, it was noted that the lead had been stretched. It was also noted that the inner insulation of the lead was breached. The outer insulation of the lead was breached. The lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, there was no capture and high impedance. Multiple locations were attempted. The device/lead was not implanted. No patient complications have been reported as a result of this event.